Manufacturer narrative:
The device was received for evaluation, however, because device evaluation would not conclusively confirm or disprove the condition noted in vivo the results of the initial report remain unchanged.

Event description:
The device was removed as "the pump extruded through the scrotum". As reported to co, "nothing was wrong with the device, the surgeon performed a 1 1/2 hr salvage procedure and removed and replaced the entire device.